Event description:
Boston scientific crm received information that this right ventricular lead tripped the lead safety switch due to low impedance measurements. During testing, noise was oversensed resulting in inhibition of therapy. The noise was observed when the patient took deep breaths.

Event description:
Information was later received that this lead was surgically abandoned.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
This lead was surgically abandoned; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.